Event description:
It was reported that this device was found to be operating in safety mode. The patient was subsequently admitted to hospital where a device surgical replacement procedure was performed to resolve the event. No additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received. Information has been requested regarding the specific device identifying information.

Manufacturer narrative:
This report is being sent to correct b1, b5, d6, and h6 as the device has not confirmed to be explanted.

Event description:
It was reported that this device was found to be operating in safety mode. The patient was subsequently admitted to hospital where a device surgical replacement procedure was scheduled, but was not confirmed to have occurred. At this time, the device remains implanted and no additional adverse patient effects were reported.